Event description:
A review of service data detected a reportable event. During servicing battery pack sn (B)(4) was found to have a blown fuse. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval, it was discovered that there was a blown fuse inside of the battery pack. The root cause of the blown fuse cannot be positively determined. No adverse event resulted from the blown fuse. The last pt to use this battery pack did not report any problems.